Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported problem. Visual inspection revealed damage to the power flex circuit. The connector jp4 shorted, and pin 3 of jp4 was burnt. Carefusion replaced the power flex to correct the reported issue.

Event description:
It was reported to carefusion that the unit had a damaged lemo adapter and pin damage. While in service, it was discovered that the pin was burnt. This reported issue was discovered in service, so there was no patient involvement.